Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. A36514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice dilation and curettage, hysteroscopy endometrial ablation". The patient's past medical history included gravida ii, parity 1, fibroids, menorrhagia, gerd, induced abortion, endometrial ablation in 2006, endometrial curettage in 2006 and ovarian mass (left sided ovarian mass, frozen suspicious for low grade malignancy). Previously administered products included for control bleeding: norethindrone acetate, orthoevra, depo-provera and norethindrone acetate; for an unreported indication: acetamiophen and codeine. Past adverse reactions to the above products included pruritus with acetamiophen; and rash with codeine. Concurrent conditions included hypertension, sleep apnea, asthma, acid reflux (oesophageal) and uterine bleeding. Concomitant products included evra (ortho evra) from (B)(6)2012 to (B)(6)2012 for female sterilization. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/had heavy periods prior to essure") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), leiomyoma ("leiomyoma"), ovarian sertoli-leydig cell tumour ("left ovary leydig tumor") and uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6)2017. On (B)(6)2017, the pelvic pain had resolved. On (B)(6)2017, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the adenomyosis, leiomyoma, ovarian sertoli-leydig cell tumour and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, leiomyoma, menorrhagia, ovarian sertoli-leydig cell tumour, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described in patients medical record: medical device monitoring error, menorrhagia, uterine leiomyoma." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysmenorrhoea ("severe unbearable menstrual cramps") and ovarian sertoli-leydig cell tumour ("left ovary leydig tumor") in a 35-year-old female patient who had essure (batch no. A36514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice dilation and curettage, hysteroscopy endometrial ablation". The patient's past medical history included gravida ii, parity 1, fibroids, menorrhagia, gerd, induced abortion, endometrial ablation in 2006, endometrial curettage in 2006 and ovarian mass (left sided ovarian mass, frozen suspicious for low grade malignancy). Previously administered products included for control bleeding: norethindrone acetate, orthoevra, depo-provera and norethindrone acetate; for an unreported indication: acetaminophen and codeine. Past adverse reactions to the above products included pruritus with acetaminophen; and rash with codeine. Concurrent conditions included hypertension, sleep apnea, asthma, acid reflux (oesophageal) and uterine bleeding. Concomitant products included evra (ortho evra) from (B)(6) 2012 to (B)(6) 2012 for female sterilization. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/had heavy periods prior to essure") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced ovarian sertoli-leydig cell tumour (seriousness criterion medically significant), adenomyosis ("adenomyosis"), leiomyoma ("leiomyoma") and uterine leiomyoma ("fibroid uterus"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with medroxyprogesterone (depo provera), ibuprofen (motrin), naproxen, surgery (salpingectomy (bilateral), hysterectomy (full)) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain had resolved. On (B)(6) 2017, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the dysmenorrhoea, ovarian sertoli-leydig cell tumour, adenomyosis, leiomyoma and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea, leiomyoma, menorrhagia, ovarian sertoli-leydig cell tumour, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: medical device monitoring error, menorrhagia, uterine leiomyoma." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event severe unbearable menstrual cramps was added. Treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. A36514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice dilation and curettage, hysteroscopy endometrial ablation". The patient's past medical history included gravida ii, parity 1, fibroids, menorrhagia, gerd, induced abortion, endometrial ablation in 2006, endometrial curettage in 2006 and ovarian mass (left sided ovarian mass, frozen suspicious for low grade malignancy). Previously administered products included for control bleeding: norethindrone acetate, norethindrone acetate, orthoevra and depo-provera; for an unreported indication: codeine and "acetaminophen". Past adverse reactions to the above products included pruritus with "acetaminophen"; and rash with codeine. Concurrent conditions included hypertension, sleep apnea, asthma, acid reflux (oesophageal) and uterine bleeding. Concomitant products included evra (ortho evra) from (B)(6) 2012 to (B)(6) 2012 for female sterilization. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/had heavy periods prior to essure") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), leiomyoma ("leiomyoma"), ovarian neoplasm ("left ovary leydig tumor") and uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain had resolved. On (B)(6) 2017, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the adenomyosis, leiomyoma, ovarian neoplasm and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, leiomyoma, menorrhagia, ovarian neoplasm, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: medical device monitoring error, menorrhagia, uterine leiomyoma." Most recent follow-up information incorporated above includes: on 13-jun-2018: the reporter information was added. This case concerns 35 year old patient. Her historical medication/condition and concurrent conditions were added. Lab data was added. Essure insertion date was updated. Essure indication was added. Essure lot number was added. Concomitant medications were added. Following events: abnormal bleeding (menorrhagia)/had heavy periods prior to essure; abnormal bleeding (vaginal); adenomyosis, leiomyoma; left ovary leydig tumor; fibroid uterus and thermachoice dilation and curettage, hysteroscopy endometrial ablation were added. She had recovered from pelvic pain and bleeding. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.